Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator had low o2 (yellow light). This was due to a cracked sieve bed cap which led to the malfunction.